Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2021. Upon inserting the sensor, the patient started to bleed. The blood filled up the sensor holder and ¿started to pour out of the plastic¿. She fainted as she was reaching for paper towels to stop the bleeding. When she regained consciousness, she noted that she had pulled the sensor out. Although requested, no other details were provided. There was no documentation of medical intervention. No additional patient or event information is available.